Manufacturer narrative:
This event was initially investigated and no report was required. Upon subsequent review, and using a conservative reporting approach, it was determined this event should be reported. This report is associated with (B)(4).

Event description:
Io-wire failure (broke) when used in conjunction with io-tome device; io-tome is intended to remove the facet joint, but this event indicates the io-tome/io-wire was stuck and the facet was removed due to force and not due to the shaving mechanism of the io-tome device.